Event description:
It was reported the camera head screen becomes dark/defective. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported issue was confirmed. The device evaluation found broken camera cable and the scope mount was loose. Based on the results of the investigation, it is likely that the following led to the malfunction caused, since the camera cable failed, the internal ccd may have failed. Therefore, it is assumed that normal communication is not possible and image abnormality occurred. However, a definitive root cause of the phenomenon cannot be conclusively identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.